Event description:
During surgery the footplate of the punch (article number (B)(4)) broke apart. As of our knowledge of today the fragment was removed completely. No part was left in the patient.

Event description:
During surgery the footplate of the punch (article number nzy-8f) broke apart. As of our knowledge of today, the fragment was removed completely. No part was left in the patient.

Manufacturer narrative:
As we haven't received the instrument or the batch number, we cannot make any further investigations. Therefore, we are closing the file. Should we receive any new information, we will report again to the FDA.